Event description:
It was reported that the user experienced elevated blood glucose reaching approximately 400 mg/dl after delaying food intake until the afternoon, then consuming a sandwich, and chose not to perform a meal announcement following a recent factory reset, later announcing a ¿meal¿ to lower glucose despite coaching that such behavior can cause the system to maladapt. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to identify a device problem or component-related issue, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.